Event description:
During remote follow-up, post-paced t-wave oversensing was observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient experienced no adverse consequences.

Event description:
Additional information was received indicating that post-paced t-wave oversensing (pptwos) was again noted on the device after the device was reprogrammed. Abbott technical was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.